Event description:
It was reported that kit tablet had incorrect dosing reported. This occurred on 4 occasions. The following information was provided by the initial reporter: material no. 516704 batch no. 20028t02 it was reported that "multiple medication doses didn¿t match what was given on tablet". Verbiage- "multiple medication doses didn¿t match what was given on tablet".

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. After investigation, the team found one occurrence where the signal was non-existent due to a bubble which resulted in a significant undermeasurement. After the bubble left the fluid path, the signal remained high. There was a different occurrence where there was an unmeasurable dose due to a bubble and the user accidently entered the wrong dose, no system issue was found. The third occurrence was within intelliport specifications and no problems were detected. This incident has been added to our database of reported incidents. H3 other text : see h10.

Manufacturer narrative:
The manufacturing location for this product is (B)(4) . This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that kit tablet had incorrect dosing reported. This occurred on 4 occasions. The following information was provided by the initial reporter: material no. 516704. Batch no. 20028t02. It was reported that "multiple medication doses didn¿t match what was given on tablet". Verbiage- "multiple medication doses didn¿t match what was given on tablet".